Event description:
It was initially reported that there was an issue with the stretcher brakes and the model and serial number of the affected unit could not be identified. Upon follow up with the customer the model number was provided and the customer stated that brakes cannot be engaged. There was no report of patient involvement or adverse consequences.

Manufacturer narrative:
The customer did not respond to multiple attempts to gather further information regarding the complaint. If the customer responds, the investigation will be reopened and a supplemental report will be filed if new information is obtained. H3 other text: stomer did not respond to attempts to schedule an evaluation.

Manufacturer narrative:
Further information has been provided by the user facility, section b5 has been update to reflect this.

Event description:
It was initially reported that there was an issue with the stretcher brakes and the model and serial number of the affected unit could not be identified. Upon follow up with the customer the model number was provided and the customer stated that brakes cannot be engaged. There was no report of patient involvement or adverse consequences.

Event description:
It was reported that the customer has five stretchers with brakes that are difficult to engage/disengage. The customer did not provide the model or serial number of the affected units. Attempts have been made to reach the customer for more information; however, they have not responded to these attempts. There was no report of patient involvement or adverse consequences.